Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 442 mg/dl at the time of incident. Troubleshooting found that the customer treated with shots. Troubleshooting found that there were alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to moisture damage on keypad traces. No frozen screen noted. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm, excessive no delivery alarm due to button keypad anomaly. The insulin pump passed idle current test and the motor passed motor test. The insulin pump had cracked display window, broken battery tube threads and cracked reservoir tube lip.